Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a low readings issue was reported with the adc device. The customer received unspecified lower readings and low glucose alarms on the sensor and reader compared to an unspecified fingerstick reading obtained on a one touch verio meter. It is unknown whether the customer noted a trend arrow on the device. It was indicated that the consistent erroneous readings have resulted in a change of insulin orders and and sleep interruptions. There was no third-party treatment reported for the issue. Adc customer service attempted to contact customer three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. There was 1 additional device reported and has been captured under this submission. Refer to section 6 for the captured serial numbers. This is 1 of 4 MDR submission. Reference#: mw5184381, mw5184382, mw5184383. All pertinent information available to abbott diabetes care has been submitted.